Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed uplink tests. It was also indicated that the head label was delaminated. The cable and label were replaced and the radiofrequency head passed final functional and system tests. Concomitant medical products: 229047 analyzer; 5104 adapter cable. (B)(4).

Event description:
The radiofrequency (rf) head, which was returned as an associated device, tested out of specification during manufacturer's analysis. There was no patient involvement.